Manufacturer narrative:
One used e2515h pencil was received, and an evaluation could not confirm the reported issue. Visual inspection found no defects. Testing of the device found that it activated satisfactorily when plugged into a 40k ohm test box. The device was manipulated and flexed, as well as subjected to a saline splash test. No self-activation occurred. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during set-up for a procedure, the device activated by itself. There was no patient involvement, and a new device was used to continue the procedure.